Manufacturer narrative:
(B)(4)

Event description:
It was reported that false auto mode switch episodes and oversensing far field r-wave was observed on the device. Programming changes were recommended. No further information available.